Event description:
It was reported that patient presented in clinic. The patient's right ventricular (rv) lead exhibited high capture threshold, high impedance, and noise oversensing which caused pacing inhibition. The lead was capped and replaced on (B)(6) 2025. Patient was stable.